Event description:
Baxter reports pt line of homechoice set was not priming completely. Hp was able to prime line after a reprime attempt. Per affiliate, there was no pt injury or medical intervention as a result of incident.